Event description:
The coil became disconnected from the introducing wire. There was no electrolytic charge being given for disengagement. Coil was retrieved from left internal carotid artery and was kept for further study. The vendor was notified of problem. No injury to pt.